Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped top case, damaged left plunger, and one of the flippers was sticking upward. The tamper seal was broken. Review of the event history log (ehl) showed a ?plunger not in place alarm." An inspection was performed as part of the functional test. The reported issue was duplicated. The flipper sticking upward was not working as intended and caused the error. The left plunger case along with the plastic parts of the plunger head were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported the device alarmed non-stop. No patient injury was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.